Event description:
It was reported that the patient underwent a spinal procedure at l5-s1. The cage was implanted at l5-s1. The cover plates could not attach to the implanted cage during the procedure. The surgeon decided not to use the cover plate to the cage.

Manufacturer narrative:
The implant was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.